Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the customer experienced a high blood glucose (bg) level of approximately 500mg/dl; cause was unknown. The customer delivered a correction bolus to address bg. Recommendation was made to discuss diabetes management with a health care professional.